Event description:
A report was received that the patient's ipg was replaced. The bsn representative was unable to troubleshoot the device and the reason for replacement is unknown. The patient claims that the device was not working. The patient is doing well following the replacement procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.